Manufacturer narrative:
The exam from the procedure was sent to medtronic for evaluation. It was reported that the computed tomography (CT) was two months old and that due to the patient age, growth was anticipated. It was noted that the exam did not cover the full head and the forehead was the most anterior portion of the exam.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The event occurred intraoperatively during the register task and delayed surgical time by less than an hour. It was reported that the site did multiple trace registrations that not accurate superficially. The site attempted pointmerge and could not get a passing registration. The site went back with a trace and continued the case with the inaccuracy of less than 5mm. Navigation and imaging were not discontinued. The surgery was completed and there was no impact on patient outcome.